Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease pathology likely impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm aortic valve implanted seven (7) years, underwent valve-in-valve procedure due to aortic stenosis. A 26mm transcatheter valve was implanted inside the 25mm valve. Procedure was successful.

Event description:
Edwards received information a patient with a 25mm aortic valve implanted seven (7) years, underwent valve-in-valve procedure due to severe symptomatic aortic stenosis secondary to prosthetic valve endocarditis. Patient was admitted for an nstemi and was found to have bioprosthetic endocarditis after implant duration of six (6) years, 10 months. Blood cultures were positive for enterococcus faecalis (endocarditis and sepsis entercoccus bacteremia). Patient was advise re-operation was needed but refused and so was treated medically with broad spectrum antibiotics. Patient has had negative blood cultures. Patient now presented with acute on chronic systolic (congestive) heart failure. Procedure was successful. The patient was taken to the recovery room in satisfactory condition. Patient was discharged on post-operative day two (2).

Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. The cause of the event was due to due to patient factors/conditions. Added information to b5, b7, d4, f10, h4, h6. H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.